Event description:
It was reported the patient experienced a rash/ welts three to four days after he began treating with an electrode (lt4500) and cover patches for the spinalpak. The patient advised he wore this electrode and cover patches continuously during this time. The patient was advised to try another type of electrode (72r) without the cover patches. The patient advised that the area flared up again after four hours without the cover patches. The patient would relocate the electrodes after three to four days of use. Since he has a small area to work with, the area coverage would overlap. He contacted his doctor who stated the patient was probably allergic. His doctor prescribed antibiotics and a steroid cream. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed due to product not being returned for evaluation. Device history record (hr) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical product: ebi, llc spinalpak(r) assembly, catalog #: 1067716 serial #: ni; ebi, llc electrodes, lt-4500 catalog #: 106130-12 lot #: ni; ebi, llc soft-touch electrodes, 72r catalog #: 106130-20 lot #: ni. Therapy date: unknown. The whole #: p850022/s017. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they have been discarded. Reported event was unable to be confirmed due to the part not being received for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2017-00053 and 0002242816-2017-00054.

Event description:
It was reported the patient experienced a rash/ welts three to four days after he began treating with an electrode (lt4500) and cover patches for the spinalpak. The patient advised he wore this electrode and cover patches continuously during this time. The patient was advised to try another type of electrode (72r) without the cover patches. The patient advised that the area flared up again after four hours without the cover patches. The patient would relocate the electrodes after three to four days of use. Since he has a small area to work with, the area coverage would overlap. He contacted his doctor who stated the patient was probably allergic. His doctor prescribed antibiotics and a steroid cream. No additional patient consequences were reported.